Manufacturer narrative:
Lift and sling bar inspected by hill-rom technician with attendance of the customer. No fault could be found on the devices. Re-education on the multirall system will be performed.

Event description:
(B)(4).